Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported the cervical probe accuracy could not be achieved. The biopsy guide would move, even when it was locked. There was a foreign object in the hollow of the solera. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 960-539, serial/lot #: (B)(6)) the instrument (product ID: 960-539) was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The results concluded that the pivot pin at the top join had been broken off. As a result, the guide has no anchor point and moves unrestrained. Codes: b01, c07, d02 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.